Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Percutaneous trans-luminal angioplasty was performed in a case with common iliac stenosis. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. 8 x 60 and 8 x 80 epic stents were implanted then a 7.0mm x 60mm x 135cm sterling balloon catheter was advanced for post-dilatation. However, upon inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 7mm-40mm sterling balloon catheter. No patient complications were reported and the patient status was stable. Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed a pinhole in the balloon 4.7cm from the tip. There is contrast present in the balloon and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.